Event description:
It was reported that the patient experienced inadequate stimulation after having the spinal cord stimulator (scs) system implanted for three years. The patient underwent a revision procedure to explant the device. No additional information was provided.